Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting, stent deformation occurred in vivo during positioning. The patient was initially admitted to hospital due to an acute myocardial infarction. After admission, a coronary angiography in the catheterization lab revealed triple-vessel disease with acute occlusion of the proximal right coronary artery (rca) with 99% stenosis, no obvious calcification and an angle of 90 degrees. The resolute integrity stent was damaged and deformed during delivery into the rca. The stent was completely withdrawn and a new stent was used instead. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion but excessive force was not used. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.